Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. Following parts were returned: cancellousscr synapse ø3.5 l24 tan (p/n 04.614.024, lot #s 9888197) - qty. 1, cancellousscr synapse ø3.5 l24 tan (p/n 04.614.024, lot #s h047077) - qty. 1. This complaint is confirmed for the received devices were missing the distal tips. Missing fragments remain in the patient. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned implants are already broken. Visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No new issues outside the complaint were observed with the returned implants. The balance of the devices is in fair condition with signs of wear in line with the implant-explant procedure for the screws. The remaining shafts of the screws are not bent and screw recesses do not show any kind of damage. Cancellous screw assembly drawing and ti 3.5mm cancellous screw drawing were reviewed during this investigation. Device feature measurements were taken and verified per drawing. The features of the distal tip of the screws could not be measured due to broken condition of the tip. Shaft diameter for both the screws measured within specification. Similarly, the screw necks measured within specification. No product design issues or discrepancies were observed. Non-compliance by the patient may have contribute to the breakage of the screws. No new, unique or different patient harms were identified as a result of this evaluation. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional device product codes: kwp, mnh, mni. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part: 04.614.024, lot: h047077: manufacturing site: (B)(4), manufacturing date: 26-feb-2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported original surgery was performed on (B)(6) 2016. Nine months after the original surgery the patient complained about the neck pain. MRI taken on an unknown date revealed the breakage of the two screws. Screw fragment remained in patient. Revision surgery was completed successfully on (B)(6) 2017. No information about patient status reported. This report is for one (1) 3.5mm ti cancellous polyaxial screw 24mm this is report 2 of 2 for complaint (B)(4).